Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer flashback blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the customer complained on (B)(6) 2022, straight needle 301746, affected number: 1, complaint details: blood leakage at flashback chamber."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the customer complained on november 08, 2022, straight needle 301746, affected number: 1, complaint details: blood leakage at flashback chamber."

Manufacturer narrative:
Investigation summary: material #: 301746; lot/batch #: 2056720. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was not observed. When a flashback needle (fbn) assesses a vein, flashback will occur in the flashback chamber (i.e. Blood will enter the flashback chamber). The provided photo shows a used sample as blood is observed in the flashback chamber. No blood leakage of the flashback window is seen in the photo. No visible damage that could cause leakage can be seen on the hub of the sample in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.